Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the pt underwent a scoliosis surgery at t4-l3. It was reported that the rod broke while attempting to get the correct bend with coronal rod benders. The rod was removed and replaced with a new rod. The new rod also broke while bending. A third rod was used this time with less bending. No pt complications were reported.

Event description:
It was reported that the right ventricular threshold for the device rose to high values in a short period of time post implant. The physician felt something was wrong with the device as he has seen the same behaviour in various leads with the same device model. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The rods were returned for evaluation. Visual inspection confirms rods are broken. Multiple deep witness marks on rod below fracture initiation. Necking (reduced cross-sectional area) at fracture surface suggests failure in tension. Fracture surface reveals a fairly brittle fracture with river lines and no indication of fatigue, suggesting overload. Material heat data review confirms chemical, mechanical, and microstructure properties found to be within specification.